Event description:
The customer reported that the knife of the device became stuck and could not cut. The jaws were able to be opened and the device was removed from the pt. The operating room staff attempted to clean the device and test it thoroughly before using again. However, it did not work. This led to an extension in operating room time of about 30 to 35 minutes. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. This device was manufactured after a mitigation step was implemented on the mfg line. Covidien is continuing to look into this issue and is exploring possible changes which will help alleviate this type of occurrence.